Event description:
A customer contacted global technical services (gts) regarding a check patient line alarm on the homechoice (hc) unit during initial drain. The technical service representative (tsr) instructed the home patient (hp) to close/open the transfer set 4 times, to move the clamp and rub the line, to pull up/down on the lines, to check lines for fibrin or air, to remove tape from the body, and then press go. The hp stated she was not draining at all and further stated there was leakage under the cassette door. The tsr advised the hp to end therapy and start over with new supplies. The tsr then assisted the hp through ending therapy early procedure. The hp confirmed she ended therapy and would start over with new supplies. Product surveillance contacted the home patient on (B)(6) 2010 and she stated she had discarded supplies and had resumed therapy without any further incident. The hp further stated she did not have the lot number for the cassette. The hp reported that she was initially confused recalling this particular incident because on (B)(6) she went to the clinic and then was sent to the hospital. The hp then stated she was fine now and has not had any further issues with her therapy. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.